Event description:
It was reported that during the implant procedure of a transcatheter valve, the right trans carotid approach was performed for access. A clamp test was performed; however, the patient's brain oxygen saturation decreased on in-vivo optical spectroscopy (invos) and the procedure was performed without clamping. Following the implant procedure, the patient exhibited ataxic gait. Subsequently, an magnetic resonance imaging (MRI) was performed that revealed lesions and a cerebral infarction. Additional information was received that the stroke was ischemic. The patient experienced paralysis of the limbs as a result of the stroke, but no permanent impairments. There was no treatment for the stroke, and the patient is currently undergoing rehabilitation for the stroke. Per the physician, there is a possibility that the delivery catheter system (dcs) caused the stroke, but it was unknown if the stroke was related to the valve. There are no patient related factors that contributed to the stroke. Additional information was received that the cause of the stroke was possibly caused by the failure to perform the clamping.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2, b6, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the right trans carotid approach was performed for access. A clamp test was performed; however, the patient's brain oxygen saturation decreased on in-vivo optical spectroscopy (invos) and the procedure was performed without clamping. Following the implant procedure, the patient exhibited ataxic gait. Subsequently, an magnetic resonance imaging (MRI) was performed that revealed lesions and a cerebral infarction. Additional information was received that the stroke was ischemic. The patient experienced paralysis of the limbs as a result of the stroke, but no permanent impairments. There was no treatment for the stroke, and the patient is currently undergoing rehabilitation for the stroke. Per the physician, there is a possibility that the delivery catheter system (dcs) caused the stroke, but it was unknown if the stroke was related to the valve. There are no patient related factors that contributed to the stroke.

Event description:
It was reported that during the implant procedure of a transcatheter valve, the right trans carotid approach was performed for access. A clamp test was performed; however, the patient's brain oxygen saturation decreased on in-vivo optical spectroscopy (invos) and the procedure was performed without clamping. Following the implant procedure, the patient exhibited ataxic gait. Subsequently, an magnetic resonance imaging (MRI) was performed that revealed lesions and a cerebral infarction.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012967618); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.